Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that the issues device freezes and alarm goes off, tube obstruction alarm does not appear, flow rate is out of the standard value occurred due to faulty printed circuit board. Regarding the issue front panel led does not light occur due to poor contact of the front panel components. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflator insufflates for a few minutes, and then freezes and goes into an alarm. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.